Event description:
A worker experienced a tingling sensation with whitening of the skin on her palm after removing a load from a completed cycle. It was reported that the vaporizer plate was not in place when the event occurred. The worker sought medical attention and her symptoms resolved with one day.

Manufacturer narrative:
H6: the improved vaporizer plate has been in place since the event occurred.